Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons and alarmed button error due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer tried clearing the alarm and resetting the pump but the pump still did not work. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.